Event description:
The customer reported a speaker malfunction (audio could not be confirmed). The device was not in use monitoring a patient at the time of the event. "O" adverse event involving patient or user was reported.